Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male was implanted with an impella device for mechanical circulatory support. EU complainant reported the patient had impella support and the pump had low pump flows. Staff suspected the pump had ingested biomaterial, however it was not confirmed. The pump was explanted.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data was not returned for review. An impella connect screen shot was returned and showed motor current (mc) suddenly spiked to 1475 ma with suction alarm triggered. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of the low flow was most likely biomaterial ingestion.